Event description:
Pt admitted with diagnosis of non-union and failed internal fixation. The pt has history of rt distal femoral shaft fracture. This was treated with orif (open reduction internal fixation) using a compression side plate with screws. Several months later the plate fractured. The pt had complained of pain and swelling involving the area just proximal to the rt knee. Intra-op per surgeon the plate had broken over one of the screw holes in the mid section where a non union existed.